Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and scratches were found on lcd lens screen. The customer stated problem was not confirmed. Customer problem could not be duplicated. Error was found in the device ehl (event history log) multiple times. Replaced the main board as a preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed the error code 41171 during testing. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and scratches were found on lcd lens screen. The customer stated problem was not confirmed. Customer problem could not be duplicated. Error was found in the device ehl (event history log) multiple times. Replaced the main board as a preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed the error code 41171 during testing. No patient involvement was reported.